Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), uterine enlargement ("enlarged uterus"), bacterial vaginosis ("bv"), vulvovaginal mycotic infection ("yeast infection"), headache ("daily headache"), alopecia ("hair loss"), depression ("depression") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain lower, abdominal distension, uterine enlargement, bacterial vaginosis, vulvovaginal mycotic infection, headache, alopecia, depression and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, bacterial vaginosis, depression, gastrooesophageal reflux disease, headache, uterine enlargement and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), uterine enlargement ("enlarged uterus"), bacterial vaginosis ("bv"), vulvovaginal mycotic infection ("yeast infection"), headache ("daily headache"), alopecia ("hair loss"), depression ("depression") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain lower, abdominal distension, uterine enlargement, bacterial vaginosis, vulvovaginal mycotic infection, headache, alopecia and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, bacterial vaginosis, depression, gastrooesophageal reflux disease, headache, uterine enlargement and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event depression and hair loss. Case became incident. On 23-mar-2020: social media received event " gerd" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.